Event description:
Our distributor reported that the rt106 adult breathing circuit white tube (expiratory limb) was damaged. This defect was found during their incoming goods inspection.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The prod is not sold in the USA, but it is similar to a prod which is sold in the USA.the adult breathing circuit is being sent back to fisher & paykel healthcare. There is no info on this to date. Results - no eval has been done pending the return of the device. Conclusions - info is insufficient at this time to make a conclusion.